Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that her son (approximately (B)(6) years of age) felt very agitated because of high blood glucose level. Moreover, he was getting insulin flow block since over a month, random times and noticed leaks under the site. No further information available.